Event description:
It was reported that the arctic sun device was failing calibration for an error 80 (non recoverable system error) expected 6, actual 36. A check of the chiller tank showed it held approximately 400 ml of water. They stated this was indicative of a chiller failure and would discuss repair options with management and get back to us on a way to proceed. Per sample evaluation results on 06jul2023, it was reported that the expanded double bend tube and cracked tank seals.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration for an error 80 (non recoverable system error) expected 6, actual 36. A check of the chiller tank showed it held approximately 400 ml of water. They stated this was indicative of a chiller failure and would discuss repair options with management and get back to us on a way to proceed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.